Event description:
This was a diagnostic case converted to intervention with stent placement. Access was obtained via the right leg. The pt was not obese and no calcification, tortuosity, or scarring was noted. The pt was anticoagulated. A 5f introducer sheath was switched to a 7f long 25cm sheath for intervention. There were no issues when the sheath was pulled approx 2 hours post-procedure. A femostop was applied. The pt had a vasovagal response upon getting up and vomited. The pt was discharged the next day ((B)(6) 2013). The pt presented with an iliac claudication. Angio from the left leg revealed a total occlusion of the right iliac and presence of collaterals. Percutaneous transluminal angioplasty was attempted multiple times without success. The pt was transferred to another hospital and on (B)(6) 2013, the pt underwent a fem-pop bypass on right leg. The pt was discarded on (B)(6) 2013 and recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. Images received confirmed the description of event. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. The root cause, based on available info, is unk as it cannot be definitively determined.